Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced electrode wires. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed sliced electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical test performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly doing well and the pain has subsided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected explant surgery due to lack of benefit and pain. The recipient had been a non-user for more than 10 years. The recipient's device was explanted. The recipient was not reimplanted.